Manufacturer narrative:
(B)(4).

Event description:
It was reported that the stimulation stopped working following a fall. An MRI of the shoulder was being considered to evaluate the patient's rotator cuff following the fall. Additional information was requested.